Event description:
It was reported that the patient underwent a posterior thoracolumbar fusion at t3-iliac. Sometimes post op, the patient went to the doctor complaining of back pain and having a popping and grinding in their back. The pt underwent a revision surgery approx 8 months post-op. The broken rods were removed and replaced with new rods. The patient is still under evaluation but reported to be in good shape. No additional complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.